Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2015 with the following findings: during evaluation, a review of the pump¿s black box data showed one "pump not primed" warning observed in with force readings that do not reach zero. During testing, the pump performed the rewind, load cartridge, and prime steps successfully with no alarms occurring. The force sensor calibration was found to be within specifications. The pump was exercised for 24 hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. The ¿unable to prime¿ issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim with discolored text.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).